Manufacturer narrative:
Correction information: the initial medwatch report indicates: (B)(6) 2013. The initial medwatch report should indicate: (B)(6) 2013. Supplemental information: after further conversation with the customer, it was reported that additional to the reported check battery messages, the device battery "failed" during the event. This was verified by a review of the downloaded device event log, which indicated multiple "replace battery" messages and a loss of power which lasted approximately 5 seconds, until the customer was able to power the device back on. The customer also stated that the device was displaying one bar of battery life and an ok symbol prior to the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. Physio tested the customer's battery as well, which was observed to be depleted with only minimal voltage registering and had been first installed into a device in 2006. The depleted battery likely did not contribute to the reported patient connection issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation on the reported event and determined that due to the downtime of the patient prior to the customer's arrival, the reported device issue likely did not contribute to the outcome of the patient. Physio-control has been unable to reach the customer to determine whether the device will be evaluated by physio or not returned. The device has not been returned to physio-control for evaluation. The cause of the reported device issue could not be determined.

Event description:
The customer reported that during a patient event, their device showed multiple check battery and check patient connection messages when attempting to connect the device to the patient. The customer did have a back up AED. The back up device was connected to the patient with the same defibrillation therapy cable and electrodes and prompted a "no shock advised" decision. The exact delay in using the back up device was not known; however the customer indicated that it was likely a very minimal delay. The customer did state that the patient was reported to have been down for approximately an hour prior to their arrival. The patient was not resuscitated. No additional patient information could be obtained from the customer.